Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, component codes, investigation conclusions). Additional fields: e1 (event site state: (B)(6). It was reported that, the cs300 intra aortic balloon pump (iabp) had failure to fill helium. The event occurred before use. No patient involvement. A getinge field service engineer (fse) found failure to fill helium due to vacuum values insufficient. Overhaul performed 5000 hours with kit replacement (0040-00-0147), general calibrations and settings and electrical safety measures. Functioning tests carried out with positive results.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4,e1(name),e2,e3,g3,g6,h2,h10,h11. Corrected data: b5,b6,b7,d10,h6(clinical,problem & impact).

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) unit had a helium fill failure. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) replacement of miscellaneous material.